Event description:
.

Manufacturer narrative:
It was originally reported that the device was available for eval. However, the customer later informed (B)(4) that the device had been discarded. The info provided by the user in the report to (B)(4) is insufficient for an accurate diagnosis of the defect. A user medwatch report did not provide add'l info to aid in defect analysis. The instructions for use included with the product provide detailed instructions for use changing out the oxygenator if necessary during a coronary bypass procedure.